Event description:
Procedure: lung resection. According to the reporter: while firing the third reload, the instrument handle broke apart and fell to the floor. The surgeon cut tissue from the patient side to remove the instrument from the tissue. "Oozing" occurred and the surgeon used another device. Nothing fell into patient cavity.